Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was out of electrical specification. It was also noted that the upper case had a broken boss, the encoder switch assembly was contaminated and two knobs were contaminated. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a dark spot on the bottom screen. The epg was returned for service. There was no patient involvement.